Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 3-4x daily and her results are usually around ¿110-200 mg/dl.¿ the patient manages her diabetes with humalog insulin and levemir insulin. The alleged issue began ¿(B)(6) 2014.¿ the patient obtained a blood glucose result of ¿145 mg/dl¿ with the subject meter and ¿90 mg/dl¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to the reported comparison, while out shopping for groceries, the patient claimed she felt low blood glucose symptoms of ¿energy dropping, shaking, underway and not very well.¿ the patient ate a banana as treatment and felt better 30-45 minutes after. Prior to the onset of her reported symptoms, the patient¿s last blood glucose result was ¿135 mg/dl¿ with the subject meter. The patient denied making changes to her usual management routine. The patient attributed her reported symptoms to increased activity since her shopping excursion was ¿very hectic and she wanted to go home fast.¿ at the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Products were replaced. Based on the information obtained at this time, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.